Manufacturer narrative:
This is an addendum to the initial MDR to document the date of implant and some additional patient information provided.

Manufacturer narrative:
Multiple attempts have been made to contact the reporter in order to provide instructions to obtain a sample and to request additional event details. To date, there has been no response from the reporter. Based on the limited information provided and having received no response, at this time no conclusions can be made. Should additional information be provided, a supplemental MDR will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that a patient seeking treatment from an allergist believes they are having a reaction to a bard perfix plug implant. The contact requested information on obtaining a sample of the mesh.